Manufacturer narrative:
Product analysis:analysis did not confirm the customer comment that there was a calibration issue. It was determined at analysis that the paper tray of the programmer was empty. The lower bullets were worn, the right keyboard hinge was broken, the stylus tip was worn and bent however noted to be working. The ECG connector and handle updates were required, the log files were retrieved and errors found in the logs. No further anomalies or problems were found. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration issue. The device returned into service. There was no patient involvement reported.